Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are two additional complaints associated with the lot for the reported issue. One opened trocar hub/cannula assembly was and visually inspected and was found to be non-conforming with the hub and cannula damaged and squished together, which caused the septum to deform. The hub of the returned assembly is severely damaged, which would cause the valve to function incorrectly and cause leaking as was reported. The sample was returned opened and taped to a piece of cardboard. The damage seen most likely was caused by a great force/squeezing being placed onto the hub during use, therefore, the root cause of the damage seen is improper handling by the end user of the product. The root cause of this complaint was due to user handling and was not within control of the manufacturing site. Therefore, specific action with regards to this complaint cannot be taken. All valved trocar cannula/hub assemblies are 100% inspected for damage. Any non-conformances are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported leaky valves; nasal port was leaking moderately from the start of the case. Temporal and infusion did not leak. No plugs were used, the case was completed without harm to the patient.